Event description:
The following was reported to hamilton medical ag: this was discovered during the receiving inspection. (Invoice 200227571) this c1 arrived at nk tsurugashima on june 2. I get no "obstruction" alarms. Even after blocking the expiration side, there seems to be a leak somewhere and the pressure waveform keeps dropping. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).